Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, a patient received an onxaap-25 valve implant in (B)(6) 2025. Shortly after implantation, the patient developed hemolytic anemia, which requires ongoing monthly blood transfusions. The patient also has a worsening valve gradient as reported by the cardiologist.